Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 317 mg/dl and manual injections were administered to address bg. Customer reported that the basal rate had not been properly set. Reportedly, customer discussed the pump settings were discussed with a healthcare provider.